Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was removed after it reached an eri (elective replacement indicator) battery status after 45.5 months of implant.